Event description:
It was reported that during a transsphenoidal tumor resection procedure, the sonopet tip overheated and burned and the endoscope scope. There were no alleged adverse consequences to the user or the pt. A back-up unit was used to complete the procedure. There was no delay in the procedure.

Manufacturer narrative:
The device is not available for eval. A follow-up report will be filed, if the device is returned back to the MFR for investigation.